Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On the morning of (B)(6) 2013, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. After the attempted use of the meter, the patient followed her usual diabetes routine; she does not take any medications to manage her diabetes. Two hours afterwards, the patient experienced the symptoms of dizziness, sweating, and feeling "cold and clammy". The patient went to the emergency room, where she was treated with food and/or a drink. Troubleshooting revealed the test strips were correct and the battery did not need to be replaced. The patient later reported she replaced the battery and the meter then powered on successfully. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue, and received emergency medical attention and treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.